Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer will receive a replacement pump with updated software from technical support, and instructions were provided for returning the faulty pump to tandem. The customer was also advised to put the pump into storage mode and return it within ten days using the provided return box and pre-paid label.